Event description:
During cardiac catheterization procedure, one of the perclose proglide footplates was noted to be fractured and missing. Dates of use: (B)(6)2018. Diagnosis or reason for use: aortic valve stenosis.